Manufacturer narrative:
A fully deployed wallflex biliary rx covered stent delivery system was returned for analysis; the stent was not returned. Visual analysis of the returned device found that the inner shaft was detached. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the reported event. The noted damages to the returned device were consistent with excessive force being applied during device usage and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was implanted in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. Reportedly, the patient¿s anatomy was normal and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, when the delivery system was removed, the tapered tip of the catheter got caught on the stent and separated from the catheter. The physician left the detached piece of the catheter inside the patient and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was implanted in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. Reportedly, the patient¿s anatomy was normal and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, when the delivery system was removed, the tapered tip of the catheter got caught on the stent and separated from the catheter. The physician left the detached piece of the catheter inside the patient and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.